Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior femoral artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the third inflation at 4 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications reported.